Event description:
The metal prongs broke off and remained in the body. No extra incisions were made to remove the prongs/bag. Bag/prongs/specimen was removed in approximately 20 seconds.

Manufacturer narrative:
Dannik has completed a thorough review of all available records related to this device and associated lot number including manufacturing and incoming inspection records for all subassemblies, components, and raw materials. This lot passed all manufacturing and quality control inspections, and no irregularities or abnormalities were found during the record review. The suspect device was not retained, and no pictures were provided. Interviews with the end user facility have not provided any additional information or clarification on the event or suspect device. Without additional information, the exact root cause cannot be determined given the available information. However, dannik has reviewed our prior investigations related to similar failures and it is believed that the most likely root cause is a manufacturing error. Specifically, during the assembly of the biasing arms into the push rod. At this time, we believe this is an isolated incident and dannik has already taken internal corrective actions to address the root cause to ensure it will not recur in the future. No patient harm has been reported in this event or in any similar events reviewed as part of this investigation. Dannik will continue to monitor this issue through our vigilance system for trends and take appropriate actions as necessary to ensure the continued performance and safety of the product. If additional information regarding this incident is obtained which was not known or not available prior to this report, dannik will re-open and reassess our investigation and response at that time. We have determined that this event is not reportable as defined by 21 cfr 803 as the identified malfunctions are not likely to cause or contribute to a death or serious injury. However, this report is being submitted as an official response to the medsun report as required by our internal procedures.